Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 400 mg/dl and a correction bolus was delivered via the pump to address the high bg level. The customer knew the cause of the high bg; however, declined to provide tandem customer technical support (cts) the information. The customer wanted to know how to calibrate the non-tandem continuous glucose monitor. Cts informed the customer that the cgm could not be calibrated with a bg over 400 mg/dl. The customer acknowledged the information.